Event description:
Additional information received reported that there were no clinical signs or symptoms. This was the impedance check that the manufacturing representative performed prior to implantation. A system continuity check revealed all impedances were within range with the exception of contact number 10. There was lead high impedance. The event was component related.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported prior to implant a system continuity check revealed all impedances were within range except for contact 10. There were no clinical signs or symptoms. No actions were noted. The event resolved without sequelae on the same day.

Manufacturer narrative:
(B)(4).